Event description:
It was reported that patient¿s catheter dislodged. The pump and catheter were replaced on (B)(6) 2015. Additional information received reported the patient never had any good tone control. It was noted the hcp (healthcare provider) obtained baseline films per routine and the catheter was ¿out.¿ the cause of the catheter dislodgement was not determined. The pump eri (elective replacement indicator) was 27 months. The patient¿s tone was reported to be improving. The pump was used to infuse lioresal.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found sc connector coring/tears/cuts in seal which met leak criteria. Analysis found slight damage on both of the retaining ring fingers, coring in the seal material down in the cup of the sc connector and an area of abrasion on the catheter.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.